Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during dilation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during dilation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the procedure was completed with another of the same device.